Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During functional testing the reported issue was reproduced. A review of the event history log identified 'shut door-power off' messages. The reported condition was verified. The cause of the condition was identified through visual inspection as the link was found binding. The link requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not able to detect that the door was closed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.